Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced the high blood glucose level. The customer's glucose level was 426 mg/dl. The customer also reported that the insulin pump had a insulin flow blocked alarm but it was resolved by changing the infusion set and reservoir. The reservoir was not returned for analysis.